Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was provided for evaluation and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.